Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
Reported for technical error and pre-use check fail. The service technician found a technical error indicating that the safety valve was open when it should be closed. The service technician on site cleaned the pcbs in the ventilator. No parts were replaced. The ventilator was returned in working condition. No device logs were returned for this investigation despite several attempts to retrieve them. The root cause cannot be determined for this issue.

Event description:
It was reported that the ventilator failed the pressure transducer test, and the flow transducer test during pre-use check. The ventilator generated technical error code indicating open safety valve. There was no patient involvement. Manufacturer's ref #: (B)(4).